Event description:
It was reported that the patient underwent a surgical procedure to remove his inflatable penile prosthesis (ipp) implanted in 2007 due to the device had a leak from rupture in left cylinder in 2017. The ipp was removed and replaced with an ambicor penile prosthesis (app). The patient is recovering from surgery. No further complications were reported in relation to this event.